Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure, it was not possible to retract or extract the helix. The lead was replaced. The condition of the patient was good after the procedure.